Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was on the patients back. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a steroid cream and an antifungal cream by the doctor. The outcome is unknown as the patient requested to return the equipment.